Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Cause of low bg level was unknown. Customer treated bg via consumption of carbohydrates prior to arriving at the emergency room. Once arrived, customer was observed by healthcare provider, however no additional treatment was provided. Reportedly, customer left the emergency room 3 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.